Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported to animas that the patient experienced a blood glucose of 496mg/dl with polydipsia, and polyuria, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. The reporter stated, they ¿did not suspend the pump as many times as indicated by the numerous 0.00 units per hour in the history and the multiple zero rates was the reason for the high blood glucose¿. The cause for the additional 0.00 units per hour not caused by suspending the pump was undetermined. The patient suspected a pump basal issue since the sites/tubing were changed and the high blood glucose issue was not resolved. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.